Event description:
It was reported that every time the customer changes the battery of the insulin pump, the device alarms battery out limit. Also, every time the customer changes the infusion set, the insulin pump freezes. At the time of the phone call the screen of the insulin pump was blank. The customer's blood glucose was unknown. The customer stated that the insulin pump had been exposed to humidity. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Insulin pump was unable to verify no button response, frozen screen, failed battery test alarm and battery out limit alarm due to blank display. Insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.